Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: individual case reports (complications). Author: calvisi et al (2009) italy. Reference: calvisi v, lupparelli s, rossetti s. Subcutaneous emphysema and pneumomediastinum following shoulder arthroscopy with brachial plexus block: a case report and review of the literature. Arch orthop trauma surg. 2009 mar;129(3):349-52. Address: v. Calvisi. Cattedra di malattie dell¿apparato locomotore, dipartimento di scienze chirurgiche, facoltà di medicina e chirurgia, università degli studi dell¿aquila, piazzale salvatore tommasi 1, 67010 coppito l¿aquila, italy. E-mail: calvisiv@libero.it. Patients group: n/a. Patient characteristics age: (B)(6). Gender: female. Index operation: shoulder: subacromial decompression. Devices: fms duo, clear-trac canula (n). Time of complication: morning after. Type of complication: subcutaneous emphysema. Joint: shoulder. Device: fms duo. Suture: - other devices: clear-trac canula (n). Signs and symptoms: chest pain exacerbated by breathing, subcutaneous emphysema in the supraclavear fossa extending up to the left side of neck. Tissue damage: imaging studies: x-ray and CT-scan showed pneumomediastinum and subcutaneous emphysema in the left thoracic and neck region. Reoperation (related/unrelated): no. Medical treatment: - f/u time: 3 days. Imaging studies: CT-scan showed complete spontaneous resolution of the emphysema . Complete resolution of the subcutaneous and mediastinal emphysema. Objective outcomes: - functional outcomes: - subjective outcomes.

Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.